Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a syringe plunger not in place error. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the plunger printed circuit board (pcb). As a result, the pcb was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump constantly alarmed. During physical inspection, it was found that there was a syringe plunger not in place error. There was no patient involvement, no patient injury was reported.